Manufacturer narrative:
Customer reported syringe ejected from injector into the forehead of the radiographer after a procedure. No serious injury. Field service engineer (fse) reported, after completing an injection and disconnecting tubing from patient, the ram was being homed (retracted) with the syringe still in the faceplate. With the faceplate unlatched, the syringe is not secured to the injector. While homing (ram retracting), the tech closed the faceplate and the syringe came loose from injector. A 100ml pre-filled syringe was being used. It is not normal use to leave the syringe in an un-latched faceplate while homing rams. This incident is considered a user error despite clear instructions to remove syringe before homing. The injector does not give option to auto-home rams unless latch is opened. Once latch is opened, the home rams button appears on powerhead display along with an instruction to remove syringes before pressing the button. Also, if the auto-home has begun and the faceplate latch is closed, the injector will stop ram movement to further mitigate risk and display same message instructing to remove syringe before pressing home rams button. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues.

Event description:
Distributor in the (B)(4) reports when staff had finished with the patient using an optivantage injector settings on the injector:5ml sec 95ml 300psi they disconnected from the patient, rams homed but syringe (mallinckrodt optiray 300mg lodine/ml 2- lot number 15g1732u.) Was still in the injector. When the blue release button on syringe holder was depressed and the syringe fired out. The syringe hit a radiographer, initials nt, above right eye knocking his glasses off before striking in turn CT scanner ,ceiling and two walls before coming to rest on the floor. Time of the incident was 15:53 pm on (B)(6) 2015. He has said that he had a headache that evening and a lump which had dispersed now.